Event description:
The distributor discovered dark spots in the external tubing of the new unit at this facility. He is requesting new tubing be sent as replacement.

Manufacturer narrative:
A customer notified cardioquip that they had observed dark spots in the external tubing of their device. Due to the discoloration, cardioquip epidemiology recommended that they send the hose kit back to cardioquip for investigation and that the customer test the associated device for bacterial contamination via hpc testing to gain a quantative analysis of the water quality. Cardioquip replaced the hose kits and provided hpc test kits to the facility. As of the date of this report, cardioquip is in communication with the customer and the investigation is still ongoing.